Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a sinus surgery while the patient was under anesthesia, the legs gave out very quickly and the table went to bottom, head tilted forward with patient on table. The patient was not reported to be injured as the patient was caught/stopped from falling, but due to this a total of 4 staff member were hurt (2 of them noted as injured) and at least 1 x-ray needed to be performed. The procedure was cancelled.

Manufacturer narrative:
It was reported that during a sinus surgery while the patient was under anesthesia, the legs gave out very quickly and the table went to bottom, head tilted forward with patient on table. The patient was not reported to be injured as the patient was caught/stopped from falling, but due to this a total of 4 staff member were hurt (2 of them noted as injured) and at least 1 x-ray needed to be performed. The procedure was cancelled manufacture date is not known.

Event description:
It was reported that during a sinus surgery while the patient was under anesthesia, the legs gave out very quickly and the table went to bottom, head tilted forward with patient on table. The patient was not reported to be injured as the patient was caught/stopped from falling, but due to this a total of 4 staff member were hurt (2 of them noted as injured) and at least 1 x-ray needed to be performed. The procedure was cancelled.